Manufacturer narrative:
The hdlc4 reagent lot number was 740511 with an expiration date of 30-jun-2025. The field service engineer (fse) cleaned and decontaminated the sample and reagent probes and adjusted the rinse mechanism. The fse prepared a fresh calibrator and ran qc. A precision check was performed. The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for hdl-cholesterol gen.4 (hdlc4) on a cobas c 311 analyzer. The initial result was 182 mg/dl. The repeat result was 50 mg/dl.